Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown morphine d rug (2.5 mg/ml at 120 mcg/day) via an implantable pump for unknown indications for use. It was reported that the pump and the catheter were explanted on (B)(6)2024 due to the pump pocket infection. There were no known en vironmental/external/patient factors that may have led or contributed to the issue. There was no diagnostics or troubleshooting that was conducted. The patient was prescribed antibiotics. A new pump and catheter were placed in (B)(6)2024. The patient weight and medical history were not available due to legal/confidential reasons. The patient was alive and no injury. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(6) implanted: (B)(6)2024 explanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-dec-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.